Manufacturer narrative:
A supplemental is being submitted for additional information. Newly received information provided a manufactured, expiration, and return date for the controller ac adapter. Additional products: d1: d1: heartware ventricular assist system ¿ controller ac adapter d4: expiration date: 10-dec-2019/ serial or lot#: (B)(6). D10: yes, return date: 17-sep-2020 dev rtn to MFR? Yes h4: mfg date: 10-dec-2018 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reporter that the controller ac adapter exhibited power switching. The controller ac adapter will be replaced.

Manufacturer narrative:
A supplemental is being submitted for additional information and a correction. Newly received information indicated an additional product was involved in the event. Concomitant product corrected from mcs unknown vad to 1104 vad. Additional products: d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430de / catalog #: 1430de / expiration date: unk / serial#: (B)(6) UDI #: (B)(4) d10: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: unk. H5: no. H6: patient code(s): c50675 h6: device code(s): c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and corrections. (B)(6) return date corrected from 17-sep-2020 to 11-sep-2020, and the return dates of the batteries were added. Product event summary: five batteries (B)(6) and one controller ac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries and controller ac adapter revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6) and a power adapter. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on the power sources in accordance with the requirements under fsca cvg-18-q4-19 on 06-aug-2019, prior to the reported event. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Additional products: d4: serial #: (B)(6), d10: yes, return date: 07-sep-2020. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D4: serial #: (B)(6), d10: yes, return date: 07-sep-2020. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67 d4: serial #: (B)(6), d10: yes, return date: 07-sep-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307. D4: serial #: (B)(6), d10: yes, return date: 07-sep-2020. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. D4: serial #: (B)(6), d10: yes, return date: 11-sep-2020. H3: yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4307. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial#: (B)(4). UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 07-nov-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial#: (B)(4). UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 07-nov-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial#: (B)(4). UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 07-nov-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial#: (B)(4). UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 07-nov-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five batteries exhibited power switching. The batteries will be replaced. No patient complications have been reported as a result of this event.